Event description:
It has been reported to philips the device ECG reading intermittently ceases to be visible during use.

Event description:
It has been reported to philips the device ECG reading intermittently ceases to be visible during use.